Event description:
It was reported via clinical trial that a patient experienced severe restenosis as evidenced by angiography revealing 70% stensosis of the proximal and distal parts of the stent. Surgical intervention through angioplasty with a high-pressure balloon. The event was considered resolved, target lesion related, probable device related, and not related to procedure.

Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.